Event description:
The facility reported a colleague infusion pump malfunction of channel a failure. There was no report of when, or in which care area this condition occurred. This condition had the potential to interrupt delivery. The facility reported that there was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device is a unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. The reported condition was confirmed in the event history log review. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: additional information: the reported condition of a colleague infusion pump with channel a failure was confirmed during product evaluation by baxter service personnel. This condition was attributed to failure code 715:00 due to a defective pump head module (phm). The phm was replaced to correct this condition.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition. During previous services, the pump head module on channel a was replaced. Previous servicing did not contribute to the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.